Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: depo-provera in 2013 and mirena from 2010 to 2013. Concomitant products included cefixime (flexeril) from (B)(6) 2016 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, meloxicam (mobic) from (B)(6) 2015 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("foot pain"), inflammation ("inflammation"), bladder disorder ("baldder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, pain in extremity, bladder disorder and urinary tract disorder had resolved and the depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and inflammation outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 of coils received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Was total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal hemorrhage, menorrhagia and foot pain were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: depo-provera in 2013 and mirena from 2010 to 2013. Concomitant products included cefixime (flexeril) from (B)(6) 2016 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, meloxicam (mobic) from (B)(6) 2015 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Was total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Event began to experience complications deleted and new events pelvic pain / pain, heavy bleeding, vaginal bleeding, menorrhagia, depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: depo-provera in 2013 and mirena from 2010 to 2013. Concomitant products included cefixime (flexeril) from january 2016 to march 2018, hydrocodone bitartrate;paracetamol (norco) from december 2015 to december 2017, meloxicam (mobic) from december 2015 to december 2017 and paracetamol (acetaminophen) from june 2016 to october 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Was total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: depo-provera in 2013 and mirena from 2010 to 2013. Concomitant products included cefixime (flexeril) from (B)(6) 2016 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2017, meloxicam (mobic) from (B)(6) 2015 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) -2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 5 months 18 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("foot pain") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and fatigue had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Was total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media case received. New event foot pain and inflammation were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.